Event description:
On (B)(6) 2012, the surgeon performed an ifuse si joint arthrodesis on the patient placing three implants. The patient later complained of a recurrence of pain following a period of pain relief. On (B)(6) 2014, the surgeon performed a revision surgery where he removed one implant and added two implants as additional fixation for the si joint.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU, certificates of analysis and fmea, the most probable root cause is symptomatic late recurrence of symptoms. Part numbers, lot numbers, manufacturing and expiration dates: ifuse implant, p/n 7045-90, lot# 7753002898004, manufactured 10/03/11, expires 2014-11 (x2); ifuse implant, p/n 7055-90, lot# 7753003041004, manufactured 11/28/11, expires 2015-01.